Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Customer reports the softclix lancet will occasionally protrude outside of the device and not retract (unk if customer has the lancet inserted correctly). The customer did not provide the location where the malfunction occurred, or how long it has been occurring. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix lancet lot number unk.